Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted on (B)(6), 2011. It is unknown whether there are plans to reimplant the patient with a new device.